Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with zero force and no cartridge detected (cs 163) warnings. During testing, a load step malfunction occurred. During the load step, the piston continued pushing up until the cartridge was empty. The force sensor calibration was found to be out of specification. Further testing was not able to be performed due the load step malfunction. The pump case was removed and a force sensor pin was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.